Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Solution description 02/04/2026 15:45:43 (B)(6). Initial log: 02/04/2026 2:32:50 pm (dentsply sirona charlotte time) warranty: unknown dealer on-site: yes billable: no billing accepted: billing approved by: 90 day expiration date: 05/05/2026 remote access: yes sidexis version: 4.4 server location: pdata remote location: rcu location (if applicable): practice management: workstation(s): scout check: firmware: plug-in version: ioss 3.2 exposure count: unit ip address: troubleshooting description: logged on to op-3 the issue is only happening with this size 1 sensor they have tried a new sensor cable and elastomeric strip and issue continues. Recommend replacement sensor - he's going to call back with the purchase date to determine warranty status. Multiple images were taken on multiple patients with this sensor after it produces a white image no patients were injured due to this issue.

Event description:
While the customer was using a part of an intraoral sensor system, schick33 s1 sensor ship kit/3.0 cable 9', they allege experiencing image quality issues when an x-ray image was taken and an additional image was required. No injury was reported from the alleged event.